Event description:
It was reported that there were questions surrounding the accuracy of the tube potential, on the 9800 system, at higher than 80kvp and reduced image quality since 2006. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Test results indicate that both the kv and resolution performance are within specification and the unit is functioning as intended. The system was returned to service.